Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that pre-operatively to an acl reconstruction a rigidfix pla 3.3 mm femoral st cross pin kit had different measure/caliber. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. The complaint device was received and evaluated. Visual observations revealed the device had wear condition indicating it was heavily used in the field. The distal part found with a lot of scratches. The guide used in this procedure was not returned for evaluation, it was not possible to replicate the issue reported. The measurements were reviewed, the length and diameters are within the specifications. A manufacturing record evaluation was performed for the finished device lot number: 6l68239, and no nonconformances were identified. Based on the visual evaluation of the device received and no further procedural details, this complaint cannot be confirmed, and we cannot determine what caused the user to experience the reported event. For the damage condition can be attributed to heavily handling. As per IFU, insert a depuy mitek rigidfix femoral 3.3mm st cross pin into the bottom sleeve using the stepped pin insertion rod and mallet. Advance until the stepped portion of the rod meets the sleeve hub. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 500 devices that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that pre-operatively to an anterior cruciate ligament reconstruction a (B)(6) 2021, it was observed that the (B)(4) pla 3.3 mm (B)(4) device had different measure/caliber. There was no surgical delay nor patient consequences reported. No additional information was provided.